Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30850666l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient aged 73 years old weighing 53kg underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the procedure performed was paroxysmal atrial fibrillation (paf) and paroxysmal supraventricular tachycardia (psvt) procedure. Electrophysiological study (eps) was performed after performing pulmonary vein isolation (pvi). Ablation catheter was placed in the right ventricle (rv). Lasso was placed in the left atrial appendage (laa) during mapping. Blood pressure decrease was confirmed after psvt ablation. As soon as it was confirmed whether pericardial fluid was present with sound star eco catheter, pericardial fluid was confirmed. Pericardial drainage was immediately performed. The event occurred during the procedure. After pericardial drainage, the patient is expected to be hospitalized for 7 days for follow-up. Atrial septal puncture was not performed. Pericardial effusion was identified during the ablation. The physician's opinions on the relationship between the event and the product was that event occurred during dialysis and pericardial effusion had been present originally. Since there was no decrease in blood pressure during pvi, the event was probably due to placement of the ablation catheter in atrioventricular (av) or lasso in laa. There were no abnormalities observed prior to use and during use of the product. Relevant medical history was that patient was on dialysis (artificial hemodialysis required). The complaint product will not be returned for analysis. The outcome of the adverse event was improved. Generator used was a smartablate, serial number (B)(4). No relevant tests. The patient recovered and was scheduled to be discharged from the hospital on (B)(6) 2022. The correct catheter setting was selected on the generator. The pump irrigation flow rate setting was normally controlled by the generator without any issues. Manual irrigation flow mode was not used. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: ~30w/8ml, 31w~/15ml. Stability parameters on visitag module: range 2.5mm, time. 3 second, fot. 25%, tag size. 3mm. No error message observed during the procedure. The force visualization features used were real time graph; dashboard; and vector. Additional filter used with the visitag was impedance drop. The color options used was tag index..